Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, the patient presented with phrenic nerve stimulation (pns). An x-ray confirmed that the left ventricular lead was dislodged. The lead was repositioned and the patient was stable with no adverse consequences.